Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have damaged fuses. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the damaged fuses is unknown. To correct the condition, the fuses were replaced. The device was serviced and restored to a good working condition. If any additional relevant information becomes available, a supplemental report will be submitted.